Event description:
A customer contacted baxter technical service ctr regarding a system error code 2240 that occurred on the home choice (hc) during drain 2/6. The technical service rep (tsr) explained the alarm, had the pt disconnect, and cycle power to load the set. The pt stated the pt line separated from the transfer set. A f/u call to the nurse was made and the nurse stated there were no pt injuries associated with the event. The nurse stated the pt came in to change the transfer set the next day. The hc unit was operational. No pt injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
The sample was discarded.